Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The monitor power supply was adjusted. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system's cine wasn't working and the unit locked up. No patient injury was reported.